Event description:
A report was received that the patient's ipg was poking through the skin. The patient had discharge from the pocket but the physician did not believe it was an infection. The physician repositioned the ipg and implanted two lead extensions. The patient was reportedly doing fine after the procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the device found it to be satisfactory.